Manufacturer narrative:
Investigation results completed on a smith medical medfusion 3500 pump. The event occurred at (B)(6) hospital, which is a teaching hospital where the test occured on a animal. No external damage on pump. Event log validated clutch error in history. Evaluation and tests could not confirm complaint "occlusion test gave check clutch /plunger lever error and was running loud." Unknown who or why the problem occurred, for it could not be duplicated. Actions were taken as preventative measure to replace worn plunger cable, worn leadscrew, right and left clutch and clutch spring. Cleaned, greased and recalibrated. Device passes all delivery and functional testing.

Event description:
Investigation results completed on a smiths medical medfusion 3500 pumps. The complaint of occlusion test gave check clutch /plunger lever error and was running loud. Customer response revealed used in a veterinary care and no patient involvement. Cover page will be updated with post investigation code and file will move to final and then close.